Event description:
Trial hung up on tibial preparation base plate. Surgeon pushed on trial and the trial broke.

Manufacturer narrative:
This report will be amended when our investigation is complete.